Manufacturer narrative:
(B)(4).

Event description:
A review of performance data shows that the patient experienced a period of sensor error beginning on the night of (B)(6) 2024 at 11:10 pm and ending shortly after midnight on (B)(6) 2024 at 12:40 am. The last estimated glucose value the patient received prior to the sensor error was a reading of 20.6 mmol/l, while the first egv the patient received after the sensor error ended was a reading of 18.9 mmol/l. Although sensor error was confirmed via data investigation, the allegation is undetermined as it could not be determined whether inaccuracies or sensor error contributed to the reported hypoglycemic event. The probable cause of the reported complaint could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient utilizes a tandem insulin pump. At one point on (B)(6) 2024, the sensor was inaccurate, and the parent used a glucometer to check the patient's blood glucose value. The parent did not provide any bg or cgm values but remembered the sensor gave no values and the pump displayed a different reading. A sensor error occurred, and a few minutes later the patient fainted. She was hypoglycemic and was treated by the parent with a glucagon injection to stabilize the bg level. The patient recovered. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.